Manufacturer narrative:
(B)(4). Current age is (B)(6). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803.

Event description:
Description of event according to complainant: the patient had come in to get imaging for some other reason. Images showed that the filter has perforated through the ivc - perforation into aorta, ureters and possibly into some bone structures. Additional images were taken and the patient was referred to the radiologist. Patient outcome: there will be a retrieval attempt.

Manufacturer narrative:
(B)(4). Current age is (B)(6). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Summary of investigational findings: no imaging provided and only very limited information. Therefore, it is not possible to comment on the filter, that had perforated through the ivc and "into aorta, ureters and possibly into some bone structures" approx. 7 years after filter placement. Patient's medical records are unknown, but filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. The exact reason for the perforation cannot be determined, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the patient had come in to get imaging for some other reason. Images showed that the filter has perforated through the ivc - perforation into aorta, ureters and possibly into some bone structures. Additional images were taken and the patient was referred to the radiologist. Patient outcome: there will be a retrieval attempt.